Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0210086187, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was stimulation in the wrong place. The device diagnosis was noted as reprogramming and the clinical diagnosis was stimulation not adequate. The outcome was resolved without sequelae. Interventions included repositioning the lead. The event resulted in in-patient hospitalization. Surgical observation resulted in a new lead being placed. The etiology was reported as related to the device or therapy and related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). Stimulation was not possible in the pain areas.